Manufacturer narrative:
Document review: amistem h femoral stem size 3 std - (B)(4) / lot 091969 (76 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. All the stems belong to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the cause of the loosening is unknown and we do not have evidences that the event is device related; this is a known complication of thr.

Event description:
Revision surgery due to loosening of the amistem h. We were informed on (B)(6) 2012 only.